Manufacturer narrative:
The explanted percutaneous lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that patient's lead had migrated and was causing discomfort. The physician believed that the lead was touching a nerve root. The patient underwent a lead revision where the physician replaced the lead with a paddle lead. The patient is doing well following the revision.